Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported device has a solid red x and a chirping sound. There was no patient involvement reported.

Manufacturer narrative:
.